Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedance measurements greater than 2,000 ohms associated with noise on the pace/sense channel. The patient is not pacemaker dependent, so the noise did not result in inhibition of pacing. The patient was to be brought in for evaluation. No adverse patient effects have been reported at this time.

Event description:
Additional information indicates that this patient was evaluated. There was noise on the pace/sense channel; however, the noise was unable to be reproduced with pocket manipulation. There was only one recorded out of range impedance measurement. The patient's device was reprogrammed to extend the duration by 5 seconds to prevent inappropriate shock. The patient will continued to be monitored closely.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reveals that pacing impedances continue to be out of range and there have been several diverted episodes due to noise. The patient has not received any inappropriate therapy and there has been no pacing inhibition. The patient was to undergo a revision procedure in the near future.